Event description:
Contra angle overheated and burned inside of patient's cheek. Pt was very swollen the next day. Doctor has attempted to contact the pt three times but pt did not return calls. Therefore, the co is unaware if pt required medical attention. To co's knowledge, pt is now fine.